Event description:
It was reported that the battery was at 2.05 volts and the elective replacement indicator was not displayed. The settings were not changed and the pacemaker was in the normal range at the next check. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.